Event description:
It was reported that after implanting the device, the program button was inactive. The customer could not set the parameters in the device. The customer had to go into the therapy guide and input patient data. After that program button became active and let the physician program the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).